Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer resolved issue on their own by changing the infusion set and cartridge. Customer successfully resumed insulin use.